Event description:
It has been reported to philips that the wireless footswitch failed to connect to the system. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the issue occurred during a planned diagnosis procedure and was completed using wired footswitch. Based on the information provided, the root cause is most likely caused by local circumstances or a hardware defect. Philips has not been able to determine the cause of the reported problem. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The fse replaced the wireless footswitch and wireless footswitch base station. After replacement of the wireless footswitch and wireless footswitch base station, the system was returned to use in good working order. The customer has a wired footswitch available for use. The codes were updated based on the investigation outcome. Evaluation method code was corrected.